Event description:
The customer called and requested assistance with changing the infusion set, rewinding, and priming. The blood glucose reading at this time was 375mg/dl. The customer mentioned that her doctor changed the settings and was given new insulin. The customer complained about back pain as well pain in her left leg. During the call, the customer mentioned being in the emergency room with urinary tract infection and high blood glucose over 300mg/dl. The customer stated that she was attempting to get back on the insulin pump before leaving the hospital, but she could not remember the process. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. Please see medwatch report # 3004209178-2014-82919.